Event description:
It was reported the patient was hospitalized to rule out infection while performing automated peritoneal dialysis (apd) therapy with unknown baxter disposables. Treatment was unknown. While hospitalized, the patient was placed on life support and apd therapy was discontinued. Two days after admission to the hospital, the patient died. The cause of death was gram negative sepsis. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed..